Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred with multiple infusion sets. Reportedly, the customer declined troubleshooting. Blood glucose was 150 mg/dl. The supplies were changed to address the event and insulin delivery was resumed.